Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived form the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a procedure, the customer had difficulty plugging the disposable handpiece into the motor drive unit. A grinding noise/vibration from the motor drive unit occurred. The handpiece was manually held in place allowing the blade to rotate and to complete the procedure with no patient consequence.